Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation. The customer biomed replaced the battery in the ups to resolve the problem.

Event description:
The customer reported that all surveillance at the hospital are in local mode. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The remote service engineer confirmed all the switches at the hospital were offline. The core routers were online corea_rm200 10.175.1.2 and coreb_rm200 10.175.1.3. The nurse was unable to locate the switches that are offline from the closet. The rse pinged the switches from the core routers, they all failed. Field service engineer went onsite to confirm biomed discovered a down uninterruptible power supply (ups) that caused the disconnect from the server error. Biomed replaced the battery in the ups and system resumed functionality. The ups was not a philips product. Confirmed in a good faith effort (gfe) that the sound on the pic ix was functional. Based on the information available and the testing conducted, the device was functioning as intended and there is no malfunction on the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.